Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6)2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incisional hernia surgery and was implanted with strattice device lot unknown on (B)(6)2013. On (B)(6)2014, patient underwent removal of mesh due to injuries (adhesions) to repair incisional hernia. Patient was implanted with a non-abbvie device. The form lists the condition that was treated: hernia in 2013 and 2014. The ppf form also indicates that the patient was implanted with a non-abbvie device, bard/davol; bard soft mesh (lot: huxb1615) on (B)(6)2013. Patient was implanted with another non-abbvie device, bard/davol; ventriost (lot: huyc1265) on (B)(6)2014. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with statice on (B)(6) 2013. The form also indicates that on an unspecified date, the statice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.